Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they were experiencing shocking at the site of their implantable neurostimulator (ins), which was in their right buttock. It was reported that the patient falls very frequently. The manufacturer representative attempted to interrogate the ins battery, but it was overdischarged. It was reported that the patient hadn¿t had stimulation for a few months. The patient didn¿t want to perform a device reset as they stated that the system hadn¿t helped with their pain, so they wanted it removed. The issue hadn¿t yet been resolved, but surgical intervention was planned. It was noted that the patient was still complaining of shocking, despite the battery being overdischarged. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.